Manufacturer narrative:
During testing, it was found the device distal pressure sensor had drifted out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed n180 (distal occlusion non-delivery). During verification testing at the service center the distal pressure sensor calibration had drifted our of tolerance.